Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Impeded with no loss of cerebral target position and premature stent separation are known potential complications associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 7773930) became impeded in y connector and could not advance any more. The physician retracted the stent, it was found that the stent released in y connector and the delivery wire was not connected to stent body. A new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional information received indicated that the microcatheter used was a prowler select plus (606s255x, 36930690). It was not necessary to remove the microcatheter, and there was no cerebral target loss. They were not able to torque the device. There was no evidence of physical material within the device. A synchro was used successfully with the concomitant device prior to the encountered resistance. There were procedural delays due to the event.